Manufacturer narrative:
(B)(4).

Event description:
It was reported that the first implantable neurostimulator (ins) set screw was "messed up." It was noted that the ins was explanted and replaced with a new device. Additional information reported that the "set screw was different." If additional information is received, a supplemental report will be sent.